Event description:
The patient was admitted 10/7/92 with fever and increased wbc. A complete work up was done including surgical consult. On traction diverticulum of the transverse colon with what is believed to be a pacer wire found in the colon. (The specimen was approximately 2 cm in length.) The patient continued to have problems and ultimately expired on 10/14/92. It has not been determined that this specimen directly contributed to the patient's death, however it is felt that it caused the diverticulum.histroy of this patient revealed that he had a coronary bypass surgery in 1983 at which time pacer wires were inserted and removed. His history does not indicate any problems in this regard until this current admission.the physician of record in 1983 has been notified. We also notified a & e medical on 11/4/92 and on 12/4/92 a representative inspected the specimen but could not [positively identify it as a pacer wire. Once this visual inspection was completed, we felt it appropriate to report the incidentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.